Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home, in her sleep, in a chair. The caller stated that the customer had sleep apnea, hypertension, sarcoidosis of the lung and was taking psychotic drugs. The caller stated that the customer's blood glucose and a1c were running high. The customer had kidney problems and heart disease. The caller did not know the customer's blood glucose at the time of death, however, it was over 300 mg/dl during the day of passing; the customer had blood glucose of 400 to 500 mg/dl during the weeks before. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump was cremated with the customer's body. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.